Event description:
It was reported that post implant, the right atrial (ra) and right ventricular (rv) lead had dislodged. The rv lead had elevated high pacing thresholds, while the ra lead had no atrial sensing or capture. Both leads were revised and repositioned. The leads remain in use. It was further reported that there were indecipherable dual electrograms found on the device report. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).